Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left anterior descending (lad) artery. Following pre-dilatation with a 2.75x15mm maverick balloon catheter, a 3.00x24mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was damaged. The procedure was completed with another 3.0x24mm promus stent. No patient complications were reported.